Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure the atrial lead exhibited a loss of capture, a loss of sensing and low impedance. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.